Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto helix coil did not deploy. No further information was reported, and no patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
D10. Device available, return date - additional information. G4. Date manufacturer received - additional information. G7. Type of report - additional information. H2. Follow-up type - additional information. H3. Device evaluation, device returned - additional information. H6. Evaluation codes - additional information, device evaluation. H10. Additional manufacturer narrative - additional information, device evaluation analysis found the concerto coil actuator interface was securely attached to the coupler tube. The break indicator was found intact. There are no indications of any mechanical or manual detachment attempts at these locations. Bends were found along the length of the pushwire and within the introducer sheath. The implant coil was found still attached to the pushwire but stretched within the introducer sheath. The introducer sheath was found correctly assembled on the pushwire with the wavelock positioned on the proximal end. No damage was found with the introducer sheath; however, blood was found throughout the sheath. The coin was found to be present and pushed up against the lumen stop; with the shield coil present and intact. A detachment attempt was performed using an in-house instant detacher. The implant coil was successfully detached with no issue on the first attempt. Based on the analysis performed, the concerto coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. However, there was no evidence that any detachment was attempted. In addition, the failure could not be replicated as the implant coil was successfully detached with no issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.